Event description:
During the eval of a returned spectrum infusion pump, 6 occurrences of "door jammed" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a follow up will be sent. The upper auxiliary sub-assembly and lower auxiliary flex assembly were replaced.